Manufacturer narrative:
The device involved in the event has not been returned for eval.

Event description:
On (B)(4) 2014, the pt underwent coiling embolization treatment. During the procedure, it was reported that part of the implant coil prematurely detached. The physician was able to pull the partially detached implant coil back into the microcatheter to remove it from the pt. The entire system was removed from the pt and access was regained through the gastroduodenal artery. The pt was reported to be in stable condition. No pt injury was reported as a result of the procedure.